Manufacturer narrative:
Devise passed the operating currents measurement, self test and displacement test. Devise was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for blank display was performed. Customer advised the insulin pump display screen was blank and a new battery did not resolve the issue. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.